Event description:
Stem subsidence owing to fracture at calcar and greater trochanter surgeon dissected down to hip joint. Dislocated hip. Removed stem and bipolar head as one construct using the polarstem removal tool prepared canal for echelon cemented stem cemented size 14 175mm echelon stem std collar. Trialed bipolar head and hip deemed stable. Inserted definitive bipolar construct onto stem. Reduced hip. Reduced gt fracture and fixated with periprosthetic plate.

Event description:
Revision surgery performed due to fracture of the greater trochanter and stem subsidence.